Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and it was returned in one piece. Visual inspection was performed on returned complaint sample under microscope using 12 x magnification. There was no abnormality observed on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. The lens met the specified cosmetic inspection. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct150, was performed on the left eye of a male patient because he experienced posterior corneal dystrophy. An incision enlargement was performed but no vitrectomy. The replacement lens was a model zct400. The patient had a slight corneal edema after the lens exchange but was expected. His vision is improving daily. No further information provided.